Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided.

Event description:
The customer reported that he ran a control test with the contour next ez meter and obtained a reading of 243 mg/dl at 9:10 a.m. The meter did not automatically mark it as control test, and so the reading will be displayed as a blood result when accessing the meter's memory. During troubleshooting, additional control tests were run and readings of 123 mg/dl at 9:17 a.m., 122 mg/dl at 9:18 a.m. And 125 mg/dl at 9:19 a.m. Were obtained which were properly marked as control tests. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next ez meter, in-house contour next test strips and in-house contour next control solution from lot # 2bv2g87, which gave a satisfactory performance. The control readings obtained during the in-house testing were properly marked as control readings.

Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. The customer also returned the contour next control solution from lot # 1bv2g83 (expiration date: 30-jun-2023). However, the returned lot # of the control solution is different from that indicated to be associated with the event i.e. Lot # 2bv2g87. No test strips were returned. An in-house testing was performed with the returned meter, in-house contour next test strips and returned control solution, which gave a satisfactory performance. Additional testing was performed with the returned meter, in-house contour next test strips and in-house contour next control solution from lot # 2bv2g87, which also gave a satisfactory performance. The control readings obtained during the in-house testing were properly marked as control results.